Manufacturer narrative:
Citation: castellant, p. Md. Comparison of outcome of transcatheter aortic valve implantation with versus without previous coronary artery bypass grafting (from the france 2 registry). American journal of cardiology. (2015) 116(3):420-5 doi 10.1016/j.amjcard.2015.04.057 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding outcomes and overall survival in patients who underwent a transcatheter aortic valve replacement with and without history of coronary artery bypass graft (CABG). All data were collected from a multi-center, multi-country registry between 2010 and 2010. The study population included 3,761 patients, which were implanted with either a corevalve or a non-medtronic balloon expandable transcatheter bioprosthetic valve. The study population was predominantly male; mean age 82.3 ± 7.2 years. Serial numbers were not provided. Among all patients adverse events included: myocardial infarction (mi), cerebral vascular accident (cva), vascular complications, blood loss, electrocardiogram (ECG) changes with permanent pacemaker implant, implant of a second valve, cardiac tamponade, vascular surgery, conversion to surgical replacement and moderate to severe aortic regurgitation (ar). Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.